Manufacturer narrative:
As part of normal complaint follow up, an evaluation of the event has been conducted by mako surgical. According to the surgeon, the original medial implant components are intact and placed well, with no loosening noted. This report is being filed based on the incision and drainage procedure performed to address the infection. No evidence suggests that the infection was due to any mako product. The surgeon stated that this patient may have pain due to chronic infection.

Event description:
A surgeon informed mako surgical that he may have to revise a patient who underwent a partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants. The revision was planned due to progression of the joint disease to the patellofemoral component; the medial unicompartmental implants were reported to be in good placement. Due to an infection of the joint, the surgeon performed an incision and drainage procedure and decided against the revision. A total knee revision may be performed at a later date.